Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during insertion in the cath lab, the user found that the dilator was deformed. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). The report that the dilator tip became deformed during insertion was confirmed. One (B)(4) lidstock and a 9 fr x 8 5/32" dilator were returned. Visual inspection of the returned sample found that the dilator body was slightly bent starting 6 cm from the tip. Additionally, the tip of the dilator was deformed with one side of the opening flared out. A whitened appearance near the damage is characteristic of stress. The observed damage is characteristic of the type that occurs when resistance is encountered during insertion. The inside / outside diameters of the dilator tip could not be measured because of the damage. The instruction booklet recommends enlarging the cutaneous puncture site with use of a scalpel before using the dilator to enlarge the site as required. It is not known if a skin nick was made prior to dilator insertion. A device history record review was performed and did not reveal any manufacturing related issues. Based on information provided and damage observed, operational context caused or contributed to this event. No further action will be taken.